Manufacturer narrative:
(B)(4). Device evaluation: the product was received within a plastic sample jar. A visual inspection of the lens shows it was cut into two pieces, most probably to aid in explant. Based on the condition of the lens, further analysis is not possible. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. Note: the device was manufactured at the (B)(6) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct450 17.0 diopter intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 as the astigmatism correction was too much, and the patient experienced diplopia and axis flipped. The initial implant outcome significantly interfered with the patient¿s activities of daily life prior to explant. Measurements reported 3d @085 pre-op x3, 2.5d @ 009 post-op. It was indicated the patient has recovered. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.